Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient develop an infection from a post lumbar fusion procedure and it was near at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure. No further information has obtained despite of good faith effort.